Event description:
It was reported that there were small holes in the plastic portion of the bd insyte¿ autoguard¿ bc shielded IV catheter that caused leakage outside of the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the complaint has been that there are small perforations in the plastic portion of the catheter causing leakage outside of the vein".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there were small holes in the plastic portion of the bd insyte¿ autoguard¿ bc shielded IV catheter that caused leakage outside of the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the complaint has been that there are small perforations in the plastic portion of the catheter causing leakage outside of the vein".